Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had a dried, dark residue on the internal components. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. During investigation, a dried, dark residue was found on the internal components. Samples were taken of the fluid and were sent out for chemical analysis. Results from the analysis showed a general characteristic of metallic aluminum particles interspersed with stainless steel, in addition to water mineral deposits. The IFU recommends the correct cleaning and sterilization methods for the handpiece. Service performed a total rebuild and the device was returned to the customer.